Event description:
The user reported that the sling used on their patient lift had worn straps that were tearing. This issue could cause the sling to be unstable and the user to fall out of the sling during use.